Event description:
Healthcare professional reported patient presented with "increasing pain and significant deformity" and diagnosed right side capsular contracture baker grade iii-IV. The device has been explanted and replaced with another manufacturer's device. En-bloc capsulectomy was performed.

Manufacturer narrative:
Clarification to b3 date of event: partial date 2023 - patient's symptoms started in the last "1-2 years". Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.